Event description:
It was reported that patient underwent hip procedure on (B)(6), 2009. Revision procedure was performed on (B)(6), 2012 for unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.expiration date - unknown.device manufacture date - unknown.this is 1 of 2 MDR reports for the same event (see: 3002806535-2012-00118/119).